Event description:
The customer reported that while central station was in use monitoring patients along with telepacks at the bedsides, the central station displayed a blue screen and crashed. No patient injury was reported.